Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was leaking during the self-test for peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the event. The patient discovered the leak when they were reseating the cassette during troubleshooting. There was nothing found during troubleshooting that could have caused or contributed to the reported problem. There was no patient injury or medical intervention reported. No additional information is available.